Event description:
Specimen retrieval bag burst at the bottom when removing a specimen through the incision site. The problem occurred either late (B)(6) 2020 or early (B)(6) 2020 - date of surgery is unknown, but this incident is reported in the health trust report dated (B)(6) 2020. A different product was used to retrieve the specimen. No patient harm. Device was discarded.